Manufacturer narrative:
(B)(4). Date sent; 8/31/2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of the imaging which showed the discontinuous linx? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient with linx device complained about reflux symptoms had returned, almost 3 years post-implant. So during another checkup, it was found that the linx device was open (cracked). So it had to be removed surgically. The patient was post gastric band which was converted into a sleeve several years ago. In (B)(6) 2019 the patient received a linx device post sleeve. Patient didn't undergo MRI with linx. After removal of the linx device a hiatus plastic was done and a linx 17 was implanted.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2022. Additional information was requested, and the following was obtained: what was the date of the imaging which showed the discontinuous linx? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer = no further information available.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2022. Photo analysis: the photos were reviewed by a medical safety officer. As per medical safety officer: "the image shows a device being removed". There seems to be a visible weld ball in the image; however, at this time, it is unknown when (prior to explant procedure or during) and what was the cause of the pull through. A hands-on analysis is necessary to determine the cause of failure. A manufacturing record evaluation was performed for the finished device batch number 24477, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); date sent: 1/6/2023. Investigation summary: a linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case at the separation was measured which was greater than the specification. The male bead case was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the male bead case through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire.

Manufacturer narrative:
(B)(4); date sent: 11/22/2022.